Manufacturer narrative:
Result of investigation: conducted visual inspection of assembly. Installed assembly to a functional vela unit for duplicating the reported problem. Reported problem was duplicated. Event log displayed xdcr faults which are isolated. This is an issue that will internally investigated regarding the pressure transducer.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr installed a replacement main board and turbine hour board to correct the reported issue. The ventilator was tested and is working to correct factory specifications.

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop and transducer faults during pre-test. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab reexamined the vela main pcba for the root cause of xdcr faults and vent inop. The root cause of this reported failure is redetermined to be the result of a slow response time of solenoids. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
Corrected data.